Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding patients receiving unknown medications via implanted pumps. The indications for pump use were not provided. On (B)(6) 2019 the doctor reported that he had known in the past that the catheter gets disconnected from the pump. Per the doctor, the events happened years ago, and he could not remember the patient names, devices, or the drug information except that there were no surgeons from his facility that experienced the issue. No patient symptoms were reported. No further complications have been reported as a result of this event.